Event description:
The customer reported that the system displayed an interlock failure error message. This error message likely will cause the system to lock-up or shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack was replaced. The sys was then found to be operating as intended.